Event description:
Per independent repair center statement, the (B)(4) concentrator was alarming (red light). The key failure was the 4 way valve was stuck. Additional issues are nylon ties loose, hardware and inlet filter missing.